Event description:
It was reported that during embolization of the right hypogastric artery, an embolization coil implant became unraveled from the treatment site down to the hub of the catheter. The physician lost access to the treatment site and a different device was chosen to continue the procedure; that device is reported under a separate MDR (2032493-2025-00099). The patient was reported to be fine.

Manufacturer narrative:
The investigation of the returned coil system found the implant stretched and separated from the pusher; however, no indications of activation using a detachment controller was found on the pusher heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant, but stretching is consistent with the device experiencing forces that exceeded the implant's yield strength. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for analysis but it has not yet been returned. The alleged product issue could not be confirmed. If the device is returned at a later date, an investigation will be performed and a supplemental report will be submitted.

Event description:
It was reported that during embolization of the right hypogastric artery, an embolization coil implant became unraveled from the treatment site down to the hub of the catheter. The physician lost access to the treatment site and a different device was chosen to continue the procedure; that device is reported under a separate MDR. The patient was reported to be fine.